Event description:
On (B)(4) 2010, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. When the tip of the sphincterotome exited the endoscope, the physician reported that the tip of the device was distorted and/or frayed. The sphincterotome was removed from the endoscope. Another sphincterotome was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. No harm to the pt was reported. At this time, this info did not reasonably suggest a reportable event had occurred. On (B)(4) 2010, the device was returned for eval. Upon eval, we confirmed a small section of the catheter tubing had detached from the distal end of the sphincterotome. The initial report indicated that no section of the device remained inside the pt. Upon finding a missing section of the catheter tubing during our laboratory eval we requested info regarding the location. This info was unable to be provided by the medical facility. Therefore, this report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed a small section of the catheter tubing has separated from the distal end of the sphincterotome and was not included in the return. By conducting a visual examination of the returned sphincterotome, the missing section of the catheter tubing is approximately 1mm long and 0.5mm wide. A product discrepancy or anomaly that could have contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this not because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the tip of the sphincterotome can occur if the sphincterotome received excessive pressure during advancement of the catheter through the accessory channel of the endoscope. If the elevator of the endoscope has an abnormally sharp or rough edge, this could contribute to damage of the catheter tubing. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to damage of the catheter tubing include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection verifies the tip is round with no sharp edges. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.